Manufacturer narrative:
The insulin pump was received and all buttons functioned properly. However, the insulin pump had corroded keypad traces, cracked battery tube threads, cracked reservoir tube lip, cracked case near display window corners and minor scratches on the display window. The broken clip was unable to be confirmed due to pump being received without a belt clip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a bolus attempt they realized the keypad was unresponsive. Customer's blood glucose reading was 405 mg/dl. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.